Event description:
It was reported that during a primary stent procedure to deploy the omnilink in a contralateral iliac (off label use), the stent was advanced into a heavily tortuous and calcified vessel. The stent would not cross the intended lesion, so it was pulled back to pre-dilate. When attempting to pull the stent back into the sheath (contrary to IFU), the stent dislodged and was lost in the superficial femoral artery, but was still on the guide wire. Attempts to retrieve the stent were unsuccessful, so a balloon was advanced through the stent and it was deployed in the superficial femoral artery. Another company's self-expanding stent was then advanced and deployed over the omnilink to keep the omnilink from collapsing in the superficial femoral artery. The original lesion was then treated with another omnilink. The patient then returned the next day for ultrasound and angiogram of the sites and there was no thrombosis noted.